Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, this was a case with a 23mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, the valve was implanted as intended, with an additional 2 ml of volume, and slightly higher as it was a functional bicuspid valve. However, the post-deployment aortogram revealed central aortic regurgitation, and the patient developed st-segment elevation and chest pain. A decision was made to implant a 26 mm sapien 3 ultra resilia valve, which was deployed as intended with 2 ml less than nominal volume. This resulted in trivial aortic regurgitation. However, echocardiography revealed a pericardial effusion, prompting pericardial drainage. The patient condition was closely monitored by the anesthesiologist. At this stage, the left main coronary artery was assessed to rule out sequestration or occlusion. The left main stem (lms) was found to be patent. Despite this, the patient continued to bleed, and imaging revealed annular/left ventricular outflow tract (lvot) rupture. Surgical backup was consulted but determined that the patient was not a candidate for surgical bailout. A second 26 mm sapien 3 ultra resilia valve was implanted at a deeper position to seal the rupture without success. Following this, the patient's systolic blood pressure dropped to 45 mmhg. Resuscitation was unsuccessful, and time of death was declared 25 minutes later. The cause of death was the rupture. The perceived root cause of the central regurgitation was the heavily calcified valve. The perceived root cause of the rupture was the use of prednisone, heavily calcified valve and frail patient.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05081. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u and s3u resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation was unable to be confirmed since no applicable imagery nor medical records were provided for evaluation. Available information suggests that procedural factors (leaflet impingement due to calcifications, over-inflation) likely contributed to the event as per information provided the native valve was heavily calcified, and extra volume (2ml) was used to deploy the valve. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. Deploying the valve using more than the prescribed volume may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.